Event description:
Additional information was received from a company representative. Regarding the reference to operation, it was clarified that this was regarding the initial device implant procedure. The cause of the inability to deliver cerebrospinal fluid was not able to be provided.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign healthcare provider (hcp) via a distributer (dist) regarding a patient receiving unknown medication via implanted infusion pump. It was reported that during the operation, it was found that the puncture did not deliver the cerebrospinal fluid. The catheter was replaced with a new catheter 8731sc on the same day and the operation was completed. The issue was resolved at the time of the report. It was reported that the catheter was never implanted.

Manufacturer narrative:
Continuation of d10: product ID 8731sc, lot# 0228889257, product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(6), ubd: 21-feb-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: the returned catheter with lot number 0228889257 was subjected to a series of standard tests that include but is not limited to visual inspection, patency testing, and pressure testing. Analysis noted that as received, the guidewire was bent that had been inserted into distal catheter segment causing a bend/deformation. Analysis identified that the catheter body having been deformed in shape did not affect the performance of the catheter in the laboratory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.